Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent invalid transmitter ID alerts. Despite multiple attempts, a sensor session was unable to be started. Customer experienced continuous low blood glucose (bg) in the 40¿s (mg/dl). To address bg, the customer consumed glucose tablets. No additional patient or event information was available. A root cause could not be determined. Customer replaced transmitter to resolve issue.